Event description:
It was reported that the customer noticed increased rpm's on the pump to maintain a certain flow during priming of the circuit. The hospital utilizes a quadrox oxygenator and a medtronic tubing pack. Rpm's of 300 were required to maintain 700 ml of flow. Pre membrane pressure and post membrane pressure were approximately twice as high as usual. This has been observed on three circuits. The customer mentioned that it was thought the pre-bypass filter was clotting off. When the filter was bypassed, the flow returned to normal. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A failure of the oxygenator is unlikely. This is based on two situations. When the pre by pass filter was bypassed, normal flow was possible. If the failure was caused by the membrane of the oxygenator, then the delta would change proportionally to all other determinates. No details were provided for the other devices mentioned in the event.